Event description:
It was reported that a malfunction alarm occurred with the customer's pump. There was no reported impact to the customer¿s blood glucose level. Technical support assisted the customer by providing pump reset information and guided them through resetting the pump. After resetting, the malfunction code did not recur, and the customer continued to use the pump for insulin therapy.